Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported patient vessel thrombosis is a known and anticipated complications to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
During treatment of anterior cerebral artery (aca) aneurysm, it was reported that the aneurysm ruptured after the deployment of the 5th coil. The compliant balloon was placed and inflated in the right a1 segment and the heparin was reversed to treat the rupture. The 6th coil was deployed and detached without issue. When the 7th subject device coil was deployed but produced a long cycle on detachment. It was presumed that the coil had not detached; therefore, the physician re-positioned (withdrawn slightly) the coil (and possibly the micro-catheter) to perform another detachment cycle; however, the coil had already detached. During re-positioning, an approximately 1cm of the coil tail migrated into the left a2 segment. At that time, no suitable retrieval devices were available, so the decision was made to deploy the subject stent to secure the coil tail. Thrombus formation was noted within the subject stent and the right a2 segment. The patient was administered with IV aspirin and reopro with good result. The patient was kept in ICU overnight and is being slowly woken throughout the day today. . No further information is available at this time.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
During treatment of anterior cerebral artery (aca) aneurysm, it was reported that the aneurysm ruptured after the deployment of the 5th coil. The compliant balloon was placed and inflated in the right a1 segment and the heparin was reversed to treat the rupture. The 6th coil was deployed and detached without issue. When the 7th subject device coil was deployed but produced a long cycle on detachment. It was presumed that the coil had not detached; therefore, the physician re-positioned (withdrawn slightly) the coil (and possibly the micro-catheter) to perform another detachment cycle; however, the coil had already detached. During re-positioning, an approximately 1cm of the coil tail migrated into the left a2 segment. At that time, no suitable retrieval devices were available, so the decision was made to deploy the subject stent to secure the coil tail. Thrombus formation was noted within the subject stent and the right a2 segment. The patient was administered with IV aspirin and reopro with good result. The patient was kept in ICU overnight and is being slowly woken throughout the day today. No further information is available at this time.